Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2009 to treat posterior rectocele and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure and has undergone multiple surgeries and revisionary procedures. It was reported via operative report that the patient underwent a partial excision and revision of the mesh on (B)(4) 2009 due to mesh erosion. No additional information was provided. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04438. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to symptomatic rectocele with fecal incontinence, stress urinary incontinence, and cystocele. The patient experienced pain, erosion, infection, bleeding and dyspareunia. It was reported that patient underwent mesh revision/removal in (B)(6) 2007. (B)(4).